Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient saw 'no device found' message on the controller even when recharger was not plugged in and also pt had a hard time charging the implant. At first pt (patient) could get around it by selecting 'recharge' and eventually it would work. Pt noticed the paddle and the recharger cord were heating up and making a clicking noise. The issue started probably like 2-3 months ago. A request was sent to repair to replace the recharger.